Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon failed to deflate and removal difficulties were encountered. A synergy drug-eluting stent was advanced for treatment. However, during the procedure, the balloon did not deflate well and could not be withdrawn into the guide. The entire system had to be removed and restart again. Upon external inspection, the balloon was crimped asymmetrically. No patient complications were reported.